Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn with foreign residue. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1, -7.50/1.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.